Event description:
It was reported that the user experienced a low glucose reading of 61 mg/dl on her sensor after a temporary sensor signal loss, and she self-treated with oral glucose tablets, after which the sensor read 120 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided during the call. Investigation of this case revealed no findings available, with the medical device problem classified as insufficient information and the device component also designated as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.